Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red blood cell contamination was observed the bd vacutainer® cpt¿ nc ficoll¿ tube during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rbc contamination in more than 10 tubes in 3 different samples. Rbc contamination observed in cpt - na citrate tubes - 4ml and 8ml."

Event description:
It was reported that red blood cell contamination was observed the bd vacutainer® cpt¿ nc ficoll¿ tube during use. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "rbc contamination in more than 10 tubes in 3 different samples. Rbc contamination observed in cpt - na citrate tubes - 4ml and 8ml.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.